Event description:
A surgeon reported having a pt with blurry vision, bilateral, following intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/15/2008, 05/20/2008, and 05/22/2008 by mail, fax, and phone. A completed questionnaire was received on 05/22/2008.